Manufacturer narrative:
On 02 nov 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 01 september 2015: lot 092853: (B)(4) items manufactured and released on 19 february 2010. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. On aug, 11th 2015 we were informed that the x-rays were not available and that the involved items were under microbiological investigation. On september 03rd 2015 it was communicated that we are still waiting for information.

Event description:
Revision surgery for stem loosening, suspicion of infection, 5 years and 3 months after primary surgery.

Manufacturer narrative:
On 11 september 2015 we received the information that the infection was not confirmed. On 06 october 2015 it was communicated that the explanted items are not available for analysis.